Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 mayfield infinity skull clamp (a1114) was returned for evaluation. The reported complaint was confirmed. The evaluation showed that the lock had movement and a residue buildup was present. Unit needs to be machined to have heli-coils added to large starburst threads. The set screw in the swivel base was tight. The unit needs repair, and replacement of worn parts. General maintenance and cleaning is also required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that something was wrong with the dual pin side of the mayfield infinity skull clamp (a1114), and that the dual pin side slipped on a patient's head. No patient injury or surgical delay was reported.